Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the 7f hickman catheter inserted (B)(6) 2010. The white leg of this catheter had to be repaired (did not specify the date) when a small hole was discovered near the hub. The concern is that the hole isn't where they would normally expect to see signs of damage or wear, and that it doesn't look like the normal damage they would expect to see, rather it is a definite hole. The line has not been bitten, or punctured. Patient is unaffected, line had to be repaired. The nurse has started using clinell sterile wipes to clean the exterior portions of the lines, and wonders if this could be a causative factor.